Manufacturer narrative:
Additional information: the report of low flow alarms was confirmed based on the evaluation of the log file; however, a root cause for the recorded low flow alarms could not be determined and a direct correlation between the events in the log file and the reported patient condition could not be determined based on this evaluation. The report of elevated lactate dehydrogenase level and it¿s correlation to the device could not be determined. The patient remains ongoing on pump support and no further events have been reported at this time. The instructions for use lists hemolysis as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information received from clinical representative on 07/08/2016 stating that the patient has not had any further issues since (B)(6) 2016. The patient's highest lactate dehydrogenase (ldh) level was on (B)(6) 2016 at 1081 u/l. The patient has not been given heparin or integrilin. It was also stated that the patient's ldh level in (B)(6) 2016 was back to the baseline level at 400 u/l to 500 u/l.

Manufacturer narrative:
Approximate age of device ¿ 2 years. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted for a lactate dehydrogenase level in the 700 u/l range and was now receiving low flow alarms. The customer stated that the patient had lower flows in the 3 lpm range compared to 4-5 lpm 1 month prior. The patient was asymptomatic and their ejection fraction was approximately 45 percent so the pump speed was not uptitrated. A system controller log file was submitted to the manufacturer's technical services representative for review. The log file did not contain attributes suspicious for the presence of in-pump thrombus. Additional information was requested but not provided.